Event description:
The manufacturer representative reported that during placement of an oral airway, they must have nicked something because she awoke during surgery coughing and vomiting up blood. The rep also reported that they were having difficulty keeping the patient still while she was waking up from sedation, and the hcp made the decision not to wait to prime the pump on the back table. As a result, the patient experienced symptoms of withdrawal including headache, nausea, vomiting, and tremors for two days after surgery. The hcp prescribed oral narcotics in anticipation of these events, but the patient was unable to take them because she was allergic to the particular drug prescribed. The representative also reported that the patient was seen in the clinic on the third day after surgery, and the dose in the pump was increased. By the end of that day, the withdrawal symptoms had subsided. The patient reported significantly improved pain relief, although she felt she may have some post-operative pain. The drug in the patient's pump was morphine 50 mg/ml which was initially programmed to deliver 8 mg/day and increased to 12 mg/day 3 days after surgery. Additional information has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if additional information is received.